Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when implanting the left ventricular (lv) lead, it was noted that the lv lead exhibited high capture thresholds. The lv lead was not used and replaced with a left bundle branch pacing (lbbp) lead. The patient remained stable throughout the procedure.